Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 6:00 - 6:30 pm after the end user states she received incorrect results when comparing two different meters. The end user was comparing her prodigy diabetes meter results with another meter (brand undisclosed). The end user was shaking, unresponsive and passed out accompanied with a blood glucose reading of 81 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 54 mg/dl. The end user received an IV solution along with sugar water to assist in raising her blood glucose. After the administration of the IV solution there was no reason to transport the end user to the ER. No additional details were provided in regards to this medical event.